Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that starting sometime in 2019, the patient randomly felt the stimulation intensity increasing. The issue happened about 6 times, most recently on the day of the report. The time of day and body position the issue occurs in is random, but the most recent incident occurred while the patient was driving. He had to pull over to turn stim down. The patient was directed to keep a diary of the events. Adaptive stimulation and controller use were reviewed and the patient was helped to decrease the upright position from 7.5 to 7.1. Adaptive stim was confirmed to be on. No further complications were reported.